Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is experiencing fluctuations of the in-situ measurements. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient is experiencing fluctuations of the in-situ measurements. No trauma has been reported but the patient does scratch over the implant regularly. Explantation is expected but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the device explantation report form indicates that six channels were outside of cochlea at the time of explantation. This might have contributed to the observed lack of benefit. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is experiencing fluctuations with the situ measurements. No trauma has been reported but the recipient does scratch over the implant regularly. The user has been re-implanted.